Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at 10:00 am the patient noticed an unspecified alert. The patient noticed the cgm value was 232 mg/dl. At the time the patient felt ill with symptoms which included severe weakness, inability to stand, abdominal pain, nausea, and vomiting. Due to her condition, the patient was unable to perform a finger stick blood glucose check, and her mother called 911. Upon arrival, ems performed a finger stick blood glucose check, which showed a value of approximately 400 mg/dl, while the cgm continued to display 232 mg/dl. The patient was started on IV fluids and transported to the hospital. In the ER, the patient was diagnosed with dka. The patient was placed on an insulin drip for approximately one to two hours, after which the patient was transitioned to subcutaneous insulin injections. The patient remained hospitalized for greater than 24 hours and was discharged the following day. At discharge, the patient reported feeling well, with a blood glucose reading of 168 mg/dl. No other patient or event details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid was taken when the ems arrived. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.